Event description:
It was reported by the patient that the pod's cannula broke inside the patients skin. There was nothing reported about seeking medical attention. It was also reported that the site was bleeding.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm how the cannula broke inside the patients skin. No lot release records were reviewed, as the product lot number was not provided.